Event description:
The rod was implanted on (B)(6) 2011. The pt lengthened successfully and completed the consolidation phase. When the doctor explanted, the rod on (B)(6) 2012, the set screw broke and the extension rod separated from the actuator portion. Although the set screw broke, the device was successfully explanted.